Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 401 mg/dl due to a bent cannula. The customer was treated for the high blood glucose with their insulin pump. The customer was advised to change the set to resolve the issue. The product was not returned for analysis.